Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alarm 20/alarm 30). The information will be used for tracking and trending purposes.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.